Manufacturer narrative:
(B)(4). Date sent: 2/24/2020. Batch # t93f2u. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected hand piece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified. Attempts have been made to obtain the following information: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device's handpiece was found to be not working while cleaning. No patient involvement or consequences occurred. No additional information is available at this time.